Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise were noted on the right ventricular lead. The physician suspects the cause of the event to be due to a loose connection of the rv lead in the header of the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.